Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: additional information received indicated that the doctor reported that the patient¿s vision was unaffected. Section d10. Device available for evaluation? Yes; returned to manufacturer on: 01/13/2020 section h3. Device returned to manufacturer? Yes device evaluation: the pcb00a preloaded 1-piece lens was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed: the pcb00a device was received but no foreign matter was observed. The plunger was observed in advanced position. The pcb00a device was observed under microscope and scarce amount of viscoelastic were observed at the cartridge. Direction for use (dfu) states to completely fill the viewing window of the pcb00 with ovd; the cartridge was observed with residues of viscoelastic and the tip deformed. Also, the sample does not exhibit any cosmetic damage. The device was carefully opened to verify the internal components. After opening the preload assembly unit, no obvious molding defects or damaged were observed in any of the components that could be attributed to generate a foreign material as the one reported by the customer. The reported issue was not verified and due to the product returned opened and handled, a product quality deficiency or product malfunction could not be determined. The manufacturing data confirms no process deviations that may lead to visible debris/particles deposition on the device that may be undetected by our control process. The manufacturing controls should be capable to identify the presence of this type of debris or particle during the inspection controls defined as part of the manufacturing process. The reported complaint was not verified. In addition, a review of the direction for use (dfu) and precautions was conducted. The (dfu instruct the customer to inspect the device before use, it also provides the customer information on proper device usage. The document is clear and no request for potential update is required. Manufacturing records review: the manufacturing process record was evaluated. There was no discrepancy found during the mrr (manufacturing record review). The units were released according specification in compliance with the product intended use as required. The search in the complaint system revealed no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon thought he saw a bit of plastic in the eye after lens was implanted and irrigation aspiration (I/a) was finished. He wanted to I/a again but nurses had turned centurion phaco machine off. Surgeon questions if bits of plastic had broken off inside the injector. The lens remains implanted in the patient's eye. There was no incision enlargement, vitrectomy or sutures required. No additional information was received.